Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the most distal luer lock port. This was observed when priming line for chemotherapy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 26, 2025 ¿ march 27, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a leak from the y-site was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent pressure and clear passage underwater testing and a leak was found at the first clearlink. An autopsy was performed in the first y-site clearlink, and the root cause is damaged at the supplier cirtec component gland. The reported condition was verified. The cause was due to a supplier issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.